Manufacturer narrative:
The device was not returned for analysis. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed and 8 similar complaints for this lot were identified. A non-conformance was initiated to investigate the root cause associated with this failure mode. The investigation revealed loctite®, a threadlocker applied at the internal threaded interface between the metal shaft and radel® plastic handle, seeped beyond the threads (preventing adequate curing) and reacted with the radel® material. This resulted in the handle cracking and/or separating and, in some instances, leakage of loctite® from handle cracks.

Event description:
A company representative reported four fractured everest xt tab removal tools. The handles were found to be fractured during product inspection; there is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report captures the first of four devices.

Event description:
A company representative reported four fractured everest xt tab removal tools. The handles were found to be fractured during product inspection; there is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report captures the first of four devices.

Manufacturer narrative:
Stryker initiated a voluntary recall on (B)(6) 2020 and an urgent medical device recall letter was sent to the affected customers notifying them of the product issue and associated risks and providing instructions pertaining to the removal and return of the product to stryker.